Event description:
The pt came in for an angioplasty procedure of the right superficial femoral artery from the left side. Pt has a tremendous amount of scar tissue on the left side. She is also very obese and it would be a difficult antegrade stick, so they tried going in from the left side. They managed to get in and get a 6fr sheath in without actually too much difficulty. They actually got the wire all around in good position and once they tried to bring around the crossover sheath, the crossover sheath got stuck in her scar and actually came apart, which unfortunately required the surgeon to be asked to pull the sheath out in the operating room. That was done without really much difficulty. Pt is doing well.

Manufacturer narrative:
Eval: our examination of the returned complaint device confirmed material separation present. This product group is inspected 100% by our qc dept for bends, kinks, the proper securement of proximal fittings and other surface imperfections prior to shipping. Based on the info provided and the results of our investigation, we cannot determine with certainty why separation occurred. However, we are aware of the potential for occurrence and are currently taking the necessary action to prevent this type of situation from recurring. We will continue to monitor for similar situations.